Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels last night. The customer's blood glucose level was 50 mg/dl. The insulin pump was giving insulin even when low and the blood glucose level went down to 42 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. They treated themselves with glucose tablets. The insulin pump was on auto mode at the time of incident. The customer alleged insulin pump for over delivery because it was delivering insulin even when the customer was low. The insulin pump will be returned for analysis.